Manufacturer narrative:
According to the forwarded email from the rep, the distributor stated "it [on-x aortic heart valve and extended holder, onxae-21, sn (B)(4)] was returned to us by (B)(6) hospital as well. Dr.(B)(6) did not mention about why one leaflet was detached from the valve. He only requested for an exchange." The distributor was asked the following questions via email on 06/29/2016 regarding the valve: clarification and details as to how/why/when the leaflet became or was found to be detached, if metal come into contact with the valve, and if the valve was available for return. He replied on 06/30/2016 "the nurse who returned us this valve did not mentioned any details about when they found the leaflet detached. The surface of the leaflet seems smooth. We are not sure if there was any damaged by metal equipment. This valve is kept in our office and ready for sending back to on-x." Additional email correspondence with (B)(6) on 07/01/2016 indicated that the valve was not biologically contaminated and would be shipped back to cryolife for evaluation. A sample review was performed on 08/23/2016 via gross visual examination and sem (scanning electron microscopy) and eds (energy-dispersive x-ray spectroscopy) by a third-party lab, (B)(4) engineering. Please reference the sample evaluation report under the "investigation reports" tab for photographs and detailed testing results. A conclusive summary of the results indicate the following: the sewing ring needle penetrations and needle artifacts around the circumference of the sewing ring indicate that the valve had been implanted or nearly implanted. Dimensional inspection confirmed that the housing and leaflets met specification. Sem and eds indicated the presence of elements consistent with stainless steel on the scratches on leaflet a. The scratch spacing is consistent with the width of common hemostats. Based on the observations of this review, the evidence suggests that a stainless steel instrument was used to grasp leaflet and there was an attempt to seat the valve or otherwise force the valve with sufficient force to cause the leaflet to be pushed out of the pivot socket. This is in direct contradiction to the 010122 02 rev. M, instructions for use (IFU), section 4.2: "handle the prosthesis with only on-x life technologies, inc. (On-xltl) on-x prosthetic heart valve instruments." Additionally, the manufacturing records for the onxae-21 valve, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications.

Event description:
According to the report, "the nurse who returned us this valve did not mentioned any details about when they found the leaflet detached. The surface of the leaflet seems smooth. We are not sure if there was any damaged by metal equipment."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "the nurse who returned us this valve did not mentioned any details about when they found the leaflet detached. The surface of the leaflet seems smooth. We are not sure if there was any damaged by metal equipment."